Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system in-line buretrol extension set leaked due to a cracked/broken burette; the location was from the base of the burette canister. The issue was observed during set up with an unspecified chemotherapy drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.